Event description:
It was reported that when priming was performed prior to the placement procedure and the catheter was attempted to be flushed with saline solution through the lumen on the proximal side, resistance was felt and flush could not be performed. When the catheter was flushed using the syringe, a crack was found approximately 5 cm from the tip of the catheter, and leakage occurred from the crack. There was no reported patient involvement.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv2001 showed four other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr d/l groshong catheter. The sample was received with an inlaid stylet and attached t-lock assembly. No obvious use residues were observed. Microscopic inspection of the sample did not reveal any damage or evidence of leakage. Both valves appeared well-formed and unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization of the sample. No damage or deficiency was discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when priming was performed prior to the placement procedure and the catheter was attempted to be flushed with saline solution through the lumen on the proximal side, resistance was felt and flush could not be performed. When the catheter was flushed using the syringe, a crack was found approximately 5 cm from the tip of the catheter, and leakage occurred from the crack. There was no reported patient involvement.